Event description:
In an arthrosurface patello-femoral xl implant surgery, a guide pin broke and the pin tip was not retrieved. The pin remained in the patient and not issues were noted. The pin is made of 316 lvm sst per astm f138 which is an implantable grade material.

Manufacturer narrative:
It was initially interpreted per 21 cfr.806 to not be reportable. Due to discussion in a recent FDA audit, a similar incident was reported and thus this MDR is included as well.